Event description:
It was reported that a malfunction alarm occurred and the touch screen became unresponsive. Customer's blood glucose level was 209 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.